Manufacturer narrative:
(B)(4). On (B)(6) 2011, prednisone 60 mg daily was started and tapered to 30 mg daily after a few days. Pt had full infectious workup including quantiferon gold and bone marrow biopsy, which all came up negative for infectious causes. Pt remained afebrile on prednisone 30 mg daily throughout remainder of hosp stay and was discharged on (B)(6) 2011. The pt was given one month course of prednisone 30 mg daily and instructed to f/u [follow up] with regular physician. All available information has been provided. (B)(4): indication for use, non similar drug eluting stent you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other promus device is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified. Reportedly, an endeavor drug-eluting stent (des) was implanted post promus implantation. It should be noted that the instructions for use (IFU) states: the effects of stent implantation of promus stents combined with other drug-eluting stents are unknown. When multiple drug-eluting stents are required, use only promus stents in order to avoid potential interactions with other drug-eluting or coated stents. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. Maude report mw# (B)(4).

Event description:
It was reported that the patient (pt) had two promus drug-eluting stents successfully placed (B)(6) 2011 (one was 2.5 x 15 mm, the other was 2.5 x 18 mm). She was discharged on clopidogrel and began having low-grade fevers the day after discharge. The fever became worse and was accompanied by chills and fatigue. She was admitted to hospital on (B)(6) 2011. Infectious workup was not able to identify cause of fever, but the patient was started on dopamine, vancomycin, clindamycin, and levaquin. She was transferred to the intensive care unit (ICU) and had a third stent successfully placed (endeavor drug-eluting). The patient continued to have fevers, developed hypotension and respiratory distress, and was intubated. She also developed pulmonary edema which was treated with intravenous furosemide, she was transferred to (B)(6) on (B)(6) 2011. Due to concerns for possible drug reaction and recent thrombocytopenia, clopidogrel was held. Antibiotic regimen was also changed to linezolid and aztreonam. After two days, antibiotics were stopped due to lack of infectious disease etiology. After another 2 days, the pt was extubated and required steroids for laryngeal edema, which was taken for several days. The pt became afebrile and was discharged on (B)(6) 2011 without further course of steroids. The pt began to have fevers again within a few days of discharge along with fatigue and weakness. The pt was transferred to (B)(6) hosp and given steroid pulse, at which point, the pt was afebrile again. Throughout hosp stay, the fever waxed and waned following steroid pulses. Leading diagnosis was stille's disease, but differential included reaction to drug-eluting stents.